Manufacturer narrative:
The ge representative performed an onsite investigation. The backplane was replaced. The system operates as intended.

Event description:
The customer reported the system displayed a milliamps on in error message. No report of patient injury.